Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer¿s father reported the string was missing from tampon. The daughter was unable to manually remove the tampon and had to seek medical attention to remove the tampon. It is currently unknown if the tampon string was attached upon insertion.